Event description:
Reportedly, during testing, an oxygen sensor error occurred which could not be solved by calibrating the oxygen sensor. Upon replacing, the sensor, the unit worked normally. There was no patient involvement reported.